Event description:
The iab leaked. That was the only info available for eval. The iab was discarded by the facility. (Event complications: unknown - reported 11/13/96. ) (pt's current status: unk - rpt'd 11/13/96.)